Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had a strange pain on the spine and that muscles felt fatigue and sore when device was turned off. It was noted that x-ray revealed lead migration which was believed to be the cause of the patient's strange pain right at her spine. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein nothing was explanted nor implanted. No device malfunction was suspected. It was noted that the physician explanted two remaining extension hubs that were left in place before from the patient¿s previous non-bsc device that were causing pain and discomfort. The physician clipped those hubs off the old non-bsc devices and revised the scar tissue surrounding them and then closed the area. The patient was doing well post operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient had a strange pain on the spine and that muscles felt fatigue and sore when device was turned off. It was noted that x-ray revealed lead migration which was believed to be the cause of the patient's strange pain right at her spine. The patient will undergo a lead revision procedure.